Event description:
It was reported the pt was not able to turn stimulation off with the magnet. The pt is able to use the programmer to turn stimulation off. A replacement magnet was sent to the pt. The pt was not able to turn stimulation off with the replacement magnet. The sjm representative met with the pt and verified the pt is not able to turn stimulation on or off with the magnet. The pt is requesting that surgical intervention be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.